Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer was unable to recall the exact amount of saline in the cartridge, but thought it was filled with approximately 200 units. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support.